Event description:
When the device was initially placed in the right subclavian, the patient's blood vessel was damaged and caused bleeding. The device was removed and replaced in the left subclavian through a cut-down. The user thinks that the bleed vessel was damaged most probably by the gap between the dilator and guidewire during dilator insertion.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.